Manufacturer narrative:
There is no adverse event associated with this complaint. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking past the o-ring and out the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The pt reported that her blood glucose has been elevated between 200 mg/dl and 400 mg/dl since she replaced the cartridge three days ago. She denied symptoms of hyperglycemia and did not report the presence of ketones. The pt said that when she removed the cartridge, she smelled insulin and noticed insulin in the cartridge compartment. The pt said that she could not determine the location of the leakage. The pt stated that she dried out the compartment and inserted a new cartridge. She denied problems with loading the cartridge or priming the pump. She noted that her blood glucose returned to normal range soon after the cartridge replacement.